Manufacturer narrative:
.

Event description:
A tearing through the v-wing anchor when suturing it down during a device implant procedure was reported. Healthcare provider (hcp) believed there was a quality issue with the anchor. No further information could be obtained.